Manufacturer narrative:
The lead was surgically abandoned. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead exhibited noise, oversensing which led to pacing inhibition. The patient had an underlying rhythm and as a result no symptoms were experienced.